Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 25.0 cm. An external abrasion was noted 18.4 to 18.9 cm from the connector pin consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.